Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt received his scs system, including an ipg, on (B)(6) 2010. Six months later, the pt's ipg indicated a low ipg battery. Further review of the device's programmed parameters found that the device was experiencing battery passivation. The low battery message was cleared and the device remains in use. Follow-up on the pt found no further issues reported.